Event description:
It was reported that there was a motor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the device revealed the liquid crystal display was missing pixels. During occlusion testing, the issue was duplicated. The root cause of the issue was normal wear. Worm coupling and worm gear were worn out and not working properly anymore. Replaced worm coupling and gear.